Event description:
One pt with discrepant troponin t results. Initial result gave 0.189 ng/ml; repeated next day gave 0.010 ng/ml. Erroneous result was reported. No adverse events reported in association with the incorrect result. The field svc rep was unable to determine root cause. Performance tests were performed which were within specifications.